Event description:
It was reported that atrial events appear to be intermittently under-sensing at times possibly triggering atrial tachycardia/ atrial fibrillation device classified termination of atrial tachycardia/ atrial fibrillation event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.